Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If the tube is returned and significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The covidien rep in (B)(4) received a report that stated: the cuff would not seal the pt's trachea completely. The cuff pressure was controlled properly using a cuff pressure gauge 25 to 30 cm h2o. The tube was removed and the pt was re-intubated. No pt harm was reported and pre-test was done.